Event description:
It was reported that uncontrolled gantry rotation had occurred. No injury reported. A field engineer was dispatched to the site. It was determined that the rotational switch was stuck at times. The rotation switch was readjusted and once this was completed the system was working as intended.